Event description:
Overdelivery reported. The pump was set to infuse a solution containing diphenhydramine 400 mg. Lorazepan 16mg and dexamethasone 40 mg in 100 ml total volume via pump side a. A continuous infusion at 0.4ml/hr with a pca bolus of 2ml and a 15 minite lockout was programmed. Pump side b was to deliver a mesna solution at 63ml/hr. After set up, a bolus dose was requested. The pump reportedly kept infusing and did not stop. The pump was manually stopped by a nurse after approx 2 minutes. A delivery of 45 ml occurred. The pt experienced sedation and slurred speech. She was given flumazenil and reportedly recovered without any adverse sequeale. The pump was leased from medical specialties.